Manufacturer narrative:
On may 1st, dario's representative spoke with the user who reported receiving from his dario meter with the following inconsistent bg readings within a span of three minutes using the same blood sample: - 130 mg/dl - 98 mg/dl - 110 mg/dl. While on the phone with dario's representative, it was determined that the user was storing the dario strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Dario's representative advised the user to avoid storing the dario strips in the bathroom and to keep it in a dry area. A replacement of dario's test strips and control solution were sent to the user to make sure that the dario test strips are reading correctly, and to ensure proper technique. A replacement of the dario meter was also sent to the user as a courtesy due to the user upgrading his phone. After the new dario test strips, dario meter, and control solution were received, dario's representative followed up with the user and confirmed that the readings are reading within range. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On the 9th of april, the user contacted dario stating he had questions however no further information was provided.